Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient heard tones and did a carelink transmission. The carelink report stated it was unable to measure lead impedances. The patient was then seen in the emergency room and there was a question on how to suspend the device before interrogation to prevent patient from receiving shocks. The device was explanted and replaced. No further patient complications were reported as a result of this event.